Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6); 320-15-01 - eq rev glenoid plate (B)(6); 320-15-05 - eq rev locking screw (B)(6); 320-20-00 - eq reverse torque defining screw kit (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6); 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6); 531-20-00 - shldr gps rvrs drill kit (B)(6); 531-78-20 - shouldr gps hex pins kit (B)(6); (B)(6) - gps implant kit v2 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years and 9 months post the initial right reverse total shoulder arthroplasty, the patient was revised due to instability. The surgeon extracted the standard 42mm humeral liner and replaced it with a 42mm +2.5mmm humeral liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.